Event description:
The customer reported that while the unit was used on a patient as they were completing a transfer to another hospital, the unit generated an alarm, the display blacked out, and the unit stopped pumping. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company service representative found that the failure was caused by a screw that had become dislodged as a result of shock and vibration related to transport. The screw was removed from the unit. This resulted in an electrical short and unit protective shutdown. This type of migration is very rare with cs100 and system 98 iabp's. We have placed total units in the field, each with dozens of fasteners (screws), and have not had any complaints or incidents for shutdowns due to this cause in the last 5 years. Based upon the isolated nature of the failure, no additional corrective action is planned.